Event description:
It was reported that a cartridge alarm 31 occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. The customer decided to use multiple daily injections as a backup therapy, and tandem technical support replaced the pump. They also provided instructions on storing the old pump and prepared for the shipment of the replacement, ensuring the customer fully understood the process.